Event description:
Philips received a complaint by the customer on the v60 indicating that a co2 rebreathing error had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a co2 rebreathing error had occurred. The remote service engineer (rse) and the customer performed a troubleshoot together. It was discovered that the customer did not have a whisper swivel in place. The customer stated they would get the whisper swivel and test the device. The rse informed the customer that if the unit was still giving the same error then the manufacturer recommendation is to replace the flow sensor assembly. The customer requested the part number for the replacement flow sensor assembly. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.